Event description:
Report received of an inaccurate delivery. It was reported that the pump came down to the biomedical department with an unsigned note that read, "the flow rate is off". There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was available.